Event description:
The patient was undergoing a coil embolization procedure in the left internal carotid artery for an ophthalmic aneurysm using penumbra coil 400 (pc400) coils. After successfully coiling the aneurysm, an irregularity was seen that is consistent with thrombus. Another manufacturer's balloon was inflated twice and the patient was given 25 milligrams of reopro and 600 milligrams of aspirin and the event resolved on the same day. The event was mild in severity, with a definite relationship to the pc400 coils and angiographic procedure, and a probable relationship to the disease state.

Manufacturer narrative:
Conclusion: embolization is a known and anticipated complication with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00498, 00499, 00500, 00501 and 00502. The hospital discarded the device.